Event description:
It was reported that while using a bd insyte¿ autoguard¿ bc shielded IV catheter, the needle would not retract. The following information was provided by the initial reporter: needle would not retract on IV when button was pushed.

Manufacturer narrative:
The date received by manufacturer has been used for this field. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.